Event description:
During a ptca procedure, the maverick otw balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the left circumflex coronary artery. The physician used an unspecified introducer sheath, a cross sail guide wire, a 7f brite tip jl4st guide catheter, and an everest inflation device were also used in the procedure. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.